Event description:
It was reported that the following error message was displayed: error message : ox80090019. Preliminary analysis revealed that the reported event is due to an abrupt power off previously performed on the programmer which led to a system file corruption.

Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
It was reported that the following error message was displayed: error message : ox80090019. Preliminary analysis revealed that the reported event is due to an abrupt power off previously performed on the programmer which led to a system file corruption.